Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation the patient underwent a closed manipulation (date unknown) of left total knee replacement prior to her revision surgery (B)(6) 2020 to address persistent and worsening debility due to initial development of knee contracture due to lack of patient compliance in rehab and range of motion efforts. It was noted that after the manipulation, the patient experienced some improvement but has remained unsure and complains of instability with persistent pain. No other information was provided. Ebi search history yields no results.